Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mcs instrument involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report the surgeon is having some articulation issues with the monopolar curved scissors (mcs) instrument in arm4. The tse recommended reseating the sterile adapter and replacing the instrument. The customer reseated the sterile adapter with no change. The mcs instrument was changed out with a spare instrument and the reported problem was resolved with no further issues. The procedure was completing as planned with no reported injury.